Event description:
It was reported that the tip off the device broke off in the patient. There was no clinically significant medical delay, no adverse consequences and the procedure was successfully completed.

Event description:
It was reported that the tip off the device broke off in the patient. There was no clinically significant medical delay, no adverse consequences and the procedure was successfully completed.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.